Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced low blood glucose (bg) levels; bg value and cause was not provided, however, it was reported that at the time of the event, the customer was not receiving continuous glucose readings. Customer consumed carbohydrates to address bg level. The ambulance was called; however, no treatments was provided by the paramedics. Customer's bg level was stable at the time of report.